Event description:
On (B)(6) 2022 an 83-year-old female patient with a history of diseased tissue, severe endocarditis, renal failure and mitral annular calcification, underwent a mitral valve repair and maze procedure. While routing the olh clamp, two small perforations were made in the left atrium. The injuries were repaired, and the ablation was completed. Physician then went to complete the mitral repair and when the patient was coming off pump, physician was unable to control bleeding. Attempts to control the bleeding were unsuccessful and the patient expired. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4). The olh clamp was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported or able to be ascertained.